Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: unit returned with its original pouch. The unit returned separated in two sections and it is kinked, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device returned in two sections: the part#1 (proximal) presented the body kinked at 8.3cm and at 67.6cm approx from the proximal end; and the part#2 (distal). All the outer diameter (od) were taken and all of them are according specifications. The returned device was sent for external analysis ((B)(4)) to determine the fracture failure mode. The (B)(4) returned the following results: failure on the external tube on both samples occurred due to a bending overload. Failure on corewire of both samples occurred due to a tension overload in a region with reduction of the cross section diameter. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during unpacking for a percutaneous coronary intervention, guide wire kink occurred. The target lesion was located in the left anterior descending artery. A 182cm choice guide wire was selected however, it was noticed that the device was kinked at the package. No patient complications were reported and the patient's status was fine. Returned device analysis revealed guide wire break.